Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 2.0mg/ml and bupivacaine 0.4mg/ml via an implantable infusion pump. Patient history included non-malignant pain and failed back surgery syndrome. Prior to pump implant, the patient had a surgery to dig the sciatic nerve out of his buttock muscle, had back surgery, and had raging headaches from morphine. Per the patient, the dilaudid in the pump was causing him trouble breathing and as the hcp increased the dilaudid the harder it was for him to breathe. The patient instructed the hcp to stop the pump and the hcp stated that he couldn't stop it but could lower it. The patient mentioned that he had a tumor in his back (2015) and when they decreased the medication his back pain came back very strong and he was going through withdrawal which occurred on (B)(6) 2015. The patient was not satisfied with the hcp and the physician assistant (pa) that was doing the programming. The pa was not knowledgeable of the pump. A doctor that the patient had seen recommended that saline be put in the pump or to have the pump removed. The patient noted that he used pain patches. The patient also mentioned that a bone spur the size of the pinky nail was found on c5/c6 and was removed in (B)(6) 2015. Per the hcp there was no rash or evidence of allergic reaction (never observed). The patient had only reported these symptoms. The patient believed he may have had an allergic reaction. The patient had been on multiple oral and intrathecal dilaudid use over 5 years without issues. Other similar issues had occurred with opana ir generic versus brand drug. The pulmonologist felt it may have been psychosomatic reaction and not allergic reaction. The patient was evaluated as the patient believed he was having difficulty breathing. The doctor asked the patient to put on his pulse oximeter and breathe a couple of times which increased the pulse oximeter rate even though objective pulmonary function testing did not result in changes after albuterol treatment. Review of the patient's five-year prescription drug monitoring program (pdmp) report indicated 23 separate prescribers including multiple pain management specialists. The patient had either chosen to leave on his own or was dismissed by several of those practices. The hcp attempted to get the patient into several other practices to manage his pump, but he had been dismissed by multiple practices specifically due to issues with his medications among other issues. Most recently, the patient was seen by another physician and underwent surgery on his neck after which he was prescribed dilaudid (which he had off and on over the last 5 years without difficulty and which was being delivered in his pump intrathecally). The doctor tried multiple oral medications over the last five years without reaction, but this administration of oral dilaudid apparently caused him some respiratory issues. The was no rash, hives, or edema as it was described by the patient. Per telemetry strips received, as of (B)(6) 2015 the pump delivered 0.6499mg/day dilaudid and 0.12998mg/day bupivacaine. On (B)(6) 2015 the dose was reduced 13% per the patient's request to dilaudid 0.5996mg/day and bupivacaine 0.11992mg/day. The patient's pa dose was also decreased 10%. On (B)(6) 2015 the continuous dose was reduced 50% to dilaudid 0. 2998mg/day and bupivacaine 0.05996mg/day to minimize withdrawal symptoms, and the pa dosing was stopped due to developed asthmatic reaction to dilaudid oral and respiratory issues. The patient was prescribed oral medications to manage the possible withdrawal symptoms. The patient had called the doctor regarding his pain and asked for medications. The doctor advised the patient that he had rated his pain as a 1/10 on the pain scale at his visit shortly before his phone call and was amazed with his pain reduction, and with the doctor office for having a computed tomography (CT) scan done. The doctor offered the patient neuroleptic medication and make other changes to help with his neuropathic pain, but the patient was not interested in this option. On (B)(6) 2015 the pump was reduced to minimal rate due to the patient's belief of dilaudid allergy. It was further noted that due to shortness of breath, the hcp increased the continuous rate previously with urinary retention. Following the program to minimal rate, the patient was doing much better with no problems as of (B)(6) 2015. The patient seemed to improve and stated decreased respiratory problems with no albuterol treatments post dose reduction. The hcp was to schedule a refill with saline the following week. However, multiple attempts were made to call and arrange removal of the dilaudid for saline and the patient had not responded. Pump refill was due before (B)(6) 2030. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.